Manufacturer narrative:
Device was not returned; followed up with company rep.

Event description:
It was reported that a pt underwent a successful two-level x-stop procedure at levels l3/4 and l4/5. Approximately one year post procedure, the pt experienced a return of symptoms of neurologic claudication and back pain. The x-stop device was removed at level l3/4 followed by decompression surgery. The procedure was completed successfully and the pt's status is good. No additional info was reported.